Manufacturer narrative:
According to available information, this lead ws successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this lead displayed sensing, impedance and threshold measurement changes. Lead dislodgement was suspected. Interrogation revealed successful device capture. A lead revision was performed. During the procedure, difficulty was encountered repositioning due to the exposed helix and the lead became snagged on the tricuspid valve multiple times. Finally, the lead was successfully repositioned and remains implanted. No adverse patient effects were reported.